Manufacturer narrative:
As the device is out of specification it cannot be excluded that the device may have contributed to the reported event. However we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Sales department was contacted from distributor on (B)(6) 2020. Customer stated that one of our qr2 skull clamps was involved in a incident. A slippage occurred in sitting positioning. This was the first of two incidents with this patient.